Event description:
It was initially reported that a sterling balloon catheter was advanced over a v14 guide wire; however, the sterling balloon catheter was advanced over a v18 guide wire.

Manufacturer narrative:
Age at time of event: approximately (B)(6) years of age. (B)(4).

Manufacturer narrative:
Upn updated from unk413 to h74939031506010. Corrected from v14 guide wire to v18 guide wire. Device evaluated by MFR: the sterling catheter was received with no original packaging and an unidentified guidewire. There was solidified contrast and blood in the inflation lumen and the wire lumen. The tip of the catheter was flattened. The inner shaft was buckled 6 mm distally from the guidewire exit notch. The inner shaft was folded and perforated 2 mm from the proximal edge of the distal markerband. The guidewire was protruding 195 cm from the guidewire exit notch. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The catheter was soaked in a bath of circulating water to attempt to loosen solidified contrast in the inflation lumen and wire lumen. The guidewire was withdrawn from the catheter encountering resistance most likely due to solidified contrast and blood in the wire lumen and inner shaft damage. Functional testing was not possible due to the inner shaft damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2012-03623. It was reported that during a renal artery dilatation procedure, the balloon catheter froze on the guide wire. The target lesion was located in the moderately stenosed renal artery. While advancing a sterling balloon catheter over a v14 guide wire, the catheter froze on the wire and the physician was unable to move the balloon catheter forwards or backwards. The physician was able to remove everything as a system and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.